Event description:
It was reported " none of the pressures correlate, the assisted pressures are higher than the unassisted, and the diastolic pressure is often greater than the systolic". Additional information states that the iab catheter was removed. The patient's current condition is reported as "fine."

Manufacturer narrative:
(B)(4).